Event description:
The rptr obtained back to back (rapid succession) blood glucose results of 339 mg/dl, 109 mg/dl and 118 mg/dl. He retested, making sure his strip was fully inserted into the meter and got a reading of 125 mg/dl. He did not have control solution. The rptr had no symptoms.